Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017. Two vad disconnect alarms were logged on (B)(6) 2017. Of note, it was reported that the patient was transplanted on (B)(6) 2017 and a large left ventricular thrombus was found on the lateral wall. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, potential factors that may have contributed to the increase in power are increase in speed and/or the left ventricular thrombus was found on the lateral wall. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating patient was assessed on post-op floor, with shortness of breath (sob), not feeling well, increased fatigue upon exertion. Lactate dehydrogenase (ldh) trending in 600's since implantation last week, plasma free hemoglobin >100. Log files sent, power increased with speed changes - no issues. Maps 60's, not hypertensive, recommended echo to assess left ventricle (lv) for hypervolemia/clot or aortic issues. Large lv thrombus found on lateral wall. Patient listed 1a for emergent transplant vs. Exchange next day; suitable heart identified and patient transplanted on (B)(6) 2017. No further information provided.